Event description:
Cvc (central venous catheter) found leaking blood onto bed. Tubing removed and ns (normal saline) hooked up to existing clave. Clave found to be leaking. Clave removed and cvc flushed with 15cc ns. Old clave appears to have plunger inside of it missing or broken. New clave placed on cvc and fluids hooked back up. Thirty cc of blood estimated loss when the blue pad was weighed. Manufacturer response for blue IV clave, (brand not provided) (per site reporter): I spoke to product return and they said I needed to send an email to product complaint @icumed.com so I sent them an email stating that I had the product to return.